Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, heavy calcification was observed on all three (3) leaflets. Calcification fused two (2) leaflets at their commissure on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets at the inflow and outflow aspects. Additionally, host tissue on the stent circumference was minimal at the inflow and outflow aspect. A leaflet demonstrated a cut of approximately 14mm x 10mm; the cut section was not returned with the valve. Another leaflet had a 5mm cut near its commissure; both cuts had straight and smooth edges and the sewing ring was cut near this leaflet. Returned with the valve were fragments of host tissue and calcification was observed on some of the fragments. The x-ray demonstrated an intact wireform intact. (B)(4). The clinical report of calcification was confirmed through visual observations of the returned device. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this device was explanted after an implant duration of six (6) years, two (2) months due to an increased gradient of 74 mmhg. Upon visualization, the aortic valve leaflets were extremely calcified and stationary without any significant opening. This was excised and a 23mm pericardial valve was implanted. Valve seating was good and hemostasis was achieved. Echo revealed no evidence of paravalvular leak and a normal ejection fraction.

Manufacturer narrative:
Additional manufacturer narrative the explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after six (6) years, two (2) months due to unknown reasons. A pericardial bioprosthesis was used in replacement. No additional details provided.